Event description:
It was reported to resmed (B)(6) that during incoming inspection of an astral device, a device service test failed. The device was not in use when the fault occurred, therefore, there was no pt involvement. Ref MFR # 3004604967-2014-00070.